Manufacturer narrative:
Testing and investigation found that the device touchscreen keys were out of alignment and the lower right portion of the touchscreen was not responsive when the keys were pressed. The probable cause was contamination on the bottom of the touchscreen due to fluid ingress. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the device touchscreen was sensitive, and certain buttons would not program. The device was returned to the biomedical dept for an unspecified reason. No information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.